Manufacturer narrative:
Continuation of d10: product ID 5076-45 serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2025 product ID dtpc2d4 serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2025 product ID 383069 serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2025 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to an infection. The organism was identified as enterococcus faecalis. The patient experienced fever, sepsis, and bacteremia. No further patient complications have been reported as a result of this event.